Event description:
Infant admitted to or for circumcision. Patient had the grounding pad on the right buttock and right lower back. Bovie unit was set at 20 cut and 20 cautery. Post procedure, a small burn was noted on the infant's chest where the EKG lead pad was located. The physiological monitor in use during the procedure was checked and cleared by clinical engineering; the esu device was tested and met operational standards of esu theory and conmed tolerances. Suspect that the burn was a result of the rf current traveling from the hand piece to the patient and from the patient to the EKG pad and possibly to the EKG unit, rather than the grounding pad. The size of the patient and placement of the leads may have less resistance than the grounding pad.